Event description:
Traperze ivc filter placed at different facility in 2004 for recurrent dvt and pre-operatively for partial knee replacement. In 2005 he developed significant lower leg edena, pelvis, scrotum and abdominal girth. This MRI reveals complete thrombosis of the infrarenal inferior vena cava status post placement of an infrarenal inferior vena cava filter. 2. Thrombosis of both common iliac, external iliac and common femoral veins. Also, thrombosis of the left superficial femoral vein. Probable development of small veins within the thrombosed right common femoral vein. He required recanalization with balloon angioplasty as well as multiple stent placements.